Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgery where the scs ipg was turned off rather than place it in surgery mode. The ipg was unable to communicate. Surgical intervention may occur later to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the scs ipg replacement, the drg leads were cut and left implanted (manufacturer report number 1627487-2024-10443, 1627487-2024-10444).